Event description:
As reported, the mynxgrip had a deployment failure. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.